Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd saf-t-intima¿ IV catheter safety system experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: in thoracic surgery, when the package was opened, it was found that there was a foreign object on the needle tip, which was very obvious like glue.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-jul-2023. H.6. Investigation summary: bd received 3 samples and 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon visual inspection of the samples. Visual examination showed that excess medical grade silicone from our lubrication process was found within the catheter of the samples stuck to the needle. Since the production of this product has been moved, no further actions will be taken at this manufacturing facility. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 5 of the bd saf-t-intima¿ IV catheter safety system experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: in thoracic surgery, when the package was opened, it was found that there was a foreign object on the needle tip, which was very obvious like glue.